Event description:
It was reported that the subject catheter "frayed" inside the patient's body at the end of the neurovascular procedure and the patient's skin and artery were opened to remove the frayed material from inside the patient's body. No impact on the patient, patient is doing fine.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported catheter shaft broken/fractured during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the subject catheter "frayed" inside the patient's body at the end of the neurovascular procedure and the patient's skin and artery were opened to remove the frayed material from inside the patient's body. No impact on the patient, patient is doing fine.